Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in non-st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a lack of pedal pulses of the impella side leg. An angiography through the peel away sheath did not show appreciable flow to the left lower extremity. It was noted that it was likely due to an occlusion in the sheath. A heparinized saline pressure line was placed to the sheath sidearm. The patient has known chronic total occlusion of the left superficial femoral artery with collateral flow. The left lower extremity showed slight signs of decreased perfusion, but was not critical enough to warrant the impella explanted. The patient has a history of peripheral arterial disease to the left leg and the doctor plans to take angiograms of the leg after impella removal. It was also reported the patient's platelet count dropped, and the physician had concern for heparin induced thrombocytopenia. Heparin was discontinued as a result of the low platelet count. It was also reported the patient experienced oozing at the impella access site. The patient was transfused with one unit of packed red blood cells. The patient remained on impella support and was successfully weaned.